Manufacturer narrative:
The hakim valve (ID 823854) was returned for evaluation. Device history record (DHR) - the product code 826854 with lot 7330099 sn n/a, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 120 mmh2o. The valve was visually inspected: no defect was noted. The valve passed the test for occlusion, reflux and pressure the valve failed the test for programming. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the ruby ball, motor and on the seat of the ruby ball. Root cause analysis - the root cause for the programming and occlusion issues are due to biological debris and protein build up interfering with the valve.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823854) was implanted few months ago and was set at 120mmh20. Few months after implantation the physician wanted to adjust the shunt setting using a hakim programmer. However, the valve did not reprogram and was stuck at 120mmh20. They used multiple programmers and utilized x-ray to confirm the valve setting. Therefore, the valve was removed and replaced on (B)(6) 2024.